Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the tct75 knob returned, but the knife didn't return. There was no problem with stapling and cutting. Another instrument was used to complete the case. There was no consequence to the pt.